Manufacturer narrative:
On (B)(6) 2021, infutronix confirmed with the end user that the affected device was dropped multiple times which led to the disconnect of the tube from the cassette. The tube was discarded and never returned for evaluation. The reported issue was confirmed.

Event description:
On (B)(6) 2021, a sales representative of infutronix reported a complaint from an end user: "she received an hs-008 which broke from the patient dropping it multiple times. This caused the tubing to disconnect from the cassette." Device operator was unknown. Medication infused was 5fu. A patient was involved but not harmed. The contract manufacturer of the affected device (B)(4).